Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box indicated multiple consecutive persistent reboots on 03/04/2015. The battery voltage was above the threshold for low battery warnings and replace battery alarms prior to the event. The returned battery cap was used to complete investigation. The battery cap contacts were within required specifications. The battery compartment was found cracked. The battery cap was fastened and unscrewed a half turn with no power interruptions occurring. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored and there was moisture corrosion found on the eeprom circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).